Event description:
Complainant alleged that during biomed testing, the device displays a "poor pad contact" message and will not discharge. Complainant indicated that there was no pt involvement in the reported malfunction.